Event description:
Over the last several months, I have gotten inaccurate blood glucose (bg) readings from my freestyle libre cgm (device). I am diabetic on plus (metformin) and insulin (novolog and basaglar). My aic for prior quarterly readings ((B)(6) 2017, (B)(6) 2018) was 6.9. I have been using the device since (B)(6) 2018. Prior to that, I tested my bg with a onetouch ultra2 meter (meter) usually 6x day. Initially, I tested the device against my meter with the result that the readings were close (comparison testing). I think these tests were conducted when bg was in the 100 to 140 range. My a1c for (B)(6) 2018 was 7.0 and shot up to 7.4 on (B)(6) 2018. My inaccurate readings occurred when my bg was low-readings on the device of 70 or less. I ate to bring my bg up. I started sporadic comparison testing near the end of (B)(6), more in (B)(6), and more frequently recently. Here are some results: (B)(6) 2018 device reading 60, meter reading 87. On (B)(6) 2018 device reading 81, meter reading 112. On (B)(6) 2018 device reading 62, meter reading 103. On (B)(6) 2018 device reading 197, meter reading 236. On (B)(6) 2018 device reading 41, meter reading 89.